Event description:
It was reported by service report that the right siderail would not lock in the up position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: severely damaged siderail.